Event description:
The customer reported the ventilator alarmed due to high oxygen supply and oxygen not available occurrences. The customer reported the device was not in use therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental if this type of event occurs during patient use. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit had been connected to an oxygen wall source and when it was disconnected and connected to an oxygen cylinder the reported problem occurred. The biomedical engineer reported that a proper oxygen regulator was not being used. The biomedical engineer reported he was advised to relieve oxygen pressure within the oxygen manifold and the reported problem was resolved.